Event description:
The user experienced random erroneous creatinine results and provided data for three samples. Sample 1 from a "(B) (6)", initial result was 188 umol/l, repeat results were 37 and 38 umol/l. The erroneous result was transmitted to the pediatric service and the doctor deferred a chemotherapy treatment. No information was provided to determine if the patient was adversely affected. The field service engineer adjusted the gear pump pressure, cleaned and adjusted the fluid flow path and checked the sample syringe and found it misadjusted. He changed all the seals, cleaned the valves, adjusted the water level in the cells, changed the lamp, adjusted the photometer, and changed the sample probe, stirrer rods and nozzle tips. To verify the analyzer, he performed a reproducibility test on (B) (6) 2010: patient 2 initial result was 132 umol/l, repeat result was 26 umol/l. Patient 3 initial result was 54 umol/l, repeat result was 14 umol/l. No information was provided to determine if these erroneous results for patients 2 and 3 were reported or if the patients were adversely affected. The creatinine reagent lot number was 621546.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B) (4)

Event description:
As reported by the user facility: leaking of chemotherapy, four separate incidents occurred with 1 bag of ifosfamide, and 3 bags of etoposide. On each occasion, pharmacy tech spiked butetrol set into chemo bag containing chemotherapy, chemo bag and butetrol set sent to floor for pt use. Connected product placed in plastic bag, and cardboard box, transported by hand 5 floors from pharmacy to nursing unit, in same building. Tubing not primed prior to delivery to unit. When product arrived to unit, nurse opened box, noticed that the chemo agent solution had leaked into plastic transport bag, solution also in butetrol and drip chamber. Nurse called for a spill kit, and a code brown was initiated. No pt injury, pharmacist had to remix chemo in product with a different lot #, no further incidence. The sales rep reported the suspicion is that the blue roller was closed, but did not completely occlude the pathway. Add'l info provided by the facility indicated the spill was cleaned up per hospital protocol and no one suffered any adverse sequela associated with the reported incidents. The samples were discarded and were not made available for eval.

Manufacturer narrative:
Investigation of the event determined the falsely high results were caused by an unspecific increased absorbance at the time of reagent 2 pipetting. Investigation of the increase indicates colored reagent is being absorbed at the inner wall of the cuvette. The cause of the unspecific absorption is dependant on preanalytical procedures and the history and maintenance condition of the instrument. The resolution was determined to be to optimize the replacement interval of the cuvettes and/or the preanalytical procedure.